Event description:
The catheter broke. The distal portion was removed by a haemodinamist, the proximal portion was removed by a surgeon. Pt is in good condition. Intervention required. No other info provided.